Manufacturer narrative:
The reported event was addressed with phone support. The field service engineer (fse) contacted the customer and confirmed that the issue has not returned. The customer reviewed the internal notes and confirmed that the surgeon may have over manipulated the arm. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument was moving in the opposite direction of the surgeon's controls on arm 2 of the patient side cart (psc). The caller stated that the instrument is working backwards from what the surgeon control was intended. The technical support engineer (tse) confirmed there were no faults or system messages when the issue occurred. The tse reviewed the logs and found no related issues. The surgical staff just installed a bipolar instrument onto the same arm and the issue was not experienced. The tse recommended canceling guided tool change on the vse, reseating the sterile adapter, and trying the instrument again. The tse also recommended a power cycle on the system when possible. Caller said the surgeon was likely finished with the vessel sealer and this was the last case for the day. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained additional information. The issue occurred with the surgeon¿s head inside the surgeon side console¿s (ssc) high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the ssc. The issue was persistent. The customer switched to bipolar and the problem was resolved. The drape is not available for return. There was no harm or injury to the patient. The instrument was inspected prior to use with no noted damage. The instrument is not available for return. There are no photos or images. The issue occurred 20-30 minutes into the procedure.